Event description:
It was reported that during a shoulder arthroscopy procedure, the arthroscopic blade emitted metal shavings into the joint. Not all of the shavings were removed. No patient injury was reported by the user facility.

Manufacturer narrative:
A visual examination of the returned device revealed galling marks on the distal tip of the outer shaft and on the inner shaft. Damage was observed on the distal tip of the outer shaft. Metal particulates were observed on the inner and outer shafts. The device passed all function testing that tested for bends in the device and straightness. The device did not have any deformation on either the inner or outer shaft that would suggest areas where unwarranted friction could occur. The galling marks on the device indicate excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Stryker sustainability solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.